Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was explanted due to code 1003, indicative of battery voltage too low for the projected remaining capacity. A new device was implanted. The device is not expected to be returned, discarded at facility. Besides surgical intervention, no additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was explanted due to code 1003, indicative of battery voltage too low for the projected remaining capacity. A new device was implanted. The device is not expected to be returned, discarded at facility. Besides surgical intervention, no additional adverse patient effects were reported. This ICD device was returned, and analysis has been completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.